Manufacturer narrative:
(B)(4). Additional product code: phx. (B)(4). Device was explanted and impacted and implanted again in the same procedure. Concomitant medical products: 115313, comp rvsr shldr glnsp +3 36mm, 526820; 115394, comp rvs cntrl 6.5x20mm st/rst, 553970; 180553, comp lk scr 3.5hex 4.75x30 st, 466980; 180552, comp lk scr 3.5hex 4.75x25 st, 977410; 180551, comp lk scr 3.5hex 4.75x20 st, 992710- qty 2; 00434901613, humeral stem 16 mm stem diameter 130 mm stem length sterile product do not resterilize, 64008795; 00434903603, poly liner plus 3 mm offset 36 mm diameter, 63842348. The complaint is under investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a initial shoulder arthroplasty and the glenosphere was disassociated two days post operative. The product offset was adjusted and reimplanted. Excess bone was also removed from the edge of the glenoid. No additional information was provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-ray review shows the disengaged product. It is reported the surgeon felt the disengagement was a result in a change in his technique which prevented him from completely visualizing the glenoid. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.